Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from (B)(6) and is a spontaneous physician report from (B)(6) of peritonitis, fatal renal failure chronic and fatal cardiac failure in a patient coincident with extraneal viaflex and dianeal-n pd2 1.5% and dianeal-n pd2 2.5% therapies. In (B)(6) 2011, the patient began treatment with extraneal viaflex (1500ml, once a day), dianeal-n pd2 1.5% (5000ml, once a day) and dianeal-n pd2 2.5% (5000ml, once a day) intraperitoneally (ip) for renal failure chronic (rfc) on automated peritoneal dialysis (apd). On an unreported date, the patient experienced rfc and cardiac failure. In (B)(6) 2011, the patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis and treated with an unspecified antimicrobial medication. On the morning of (B)(6) 2011, the patient was treated with hemodialysis. That same day, in the afternoon, the patient experienced sudden death due to rfc, cardiac failure and the patient's age. The peritonitis was also due to rfc. Action taken with extraneal and dianeal therapies prior to death was not reported. The peritonitis had not resolved at the time of the patient's death. The physician stated that the events of peritonitis, fatal renal failure chronic and fatal cardiac failure were not related to dianeal and extraneal therapies.